Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 02/01/2017. Inspection found the blue heat shrink insulation was scratched and the exposed tip showed signs of heavy use. The blue heat shrink insulation was scored and partially torn but still held the ptfe insulator securely. The damage to the blue heat shrink indicates that the user mishandled the electrodes. The electrode tip appeared to have been cleaned with an abrasive material and or used with a high power seating causing the coating to deteriorate and peel off. The instructions for use state this electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other object, scraping with a sharp object, or bending beyond 90 degrees may damage the electrode.

Event description:
The customer reported that prior to use on the patient, the coating got peeled when the electrode tip was angled 30 degree. A new one was opened for use in the procedure. There was no patient involvement. Covidien's initial evaluation found the device appeared to have been used on a patient.